Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) programmed right ventricular (rv) subthreshold for a poor man's left ventricle (lv) only and plans to do an atrio ventricular (av) node ablation. Boston scientific technical services (ts) discussed that not recommended for patients with second and third-degree heart block. The lead remains in service. No adverse patient effects were reported. Additional information was obtained which indicated that this device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) programmed right ventricular (rv) subthreshold for a poor man's left ventricle (lv) only and plans to do an atrio ventricular (av) node ablation. Boston scientific technical services (ts) discussed that not recommended for patients with second and third-degree heart block. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The "unintended use error" was selected based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) programmed right ventricular (rv) subthreshold for a poor man's left ventricle (lv) only and plans to do an atrio ventricular (av) node ablation. Boston scientific technical services (ts) discussed that not recommended for patients with second and third-degree heart block. This device remains in service. No adverse patient effects were reported. Additional information was obtained which indicated that this device was explanted. No additional adverse patient effects were reported.